Event description:
Per the clinic, the device has extruded. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 under general anesthesia. The patient was reimplanted with another cochlear device during the same surgery.